Manufacturer narrative:
Analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. ((B)(4)) visual inspection also identified markings on the retaining fingers in the cup of the connector. Inspection of the sutureless connector (sc) identified coring/tears/cuts in the cup of the connector. The shape of the coring is consistent with the tip of the connector on the pump. A leak was identified. ((B)(4)) recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the side-port test was not yet performed as of 18-jan-2017, but planned within the next two weeks.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, it was further reported that a catheter revision occurred on (B)(6) 2017. The (B)(4) catheter was completely explanted and was expected to be returned for analysis. During the explant surgery, no damage was found along the catheter. It was reported that ¿the catheter was divided into 3 segments¿. On the catheter tip, the physician observed a black mass behind the most proximal hole. To verify his findings he opened, longitudinally, the catheter tip with a scalpel. No further testing or examination was done. The patient was fine.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# 0202768109, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 20 mg/ml at 6 mg/day and bupivacaine 20 mg/ml at 6 mg/day via an implantable pump for an unknown indication for use. It was reported that after a pump replacement on (B)(6) 2016, the patient complained of more pain and there was a lack of pain therapy. The pain reduction of the new pump was way less than that of the old pump. Interventions included increasing the daily dose from 3 mg to 6 mg of morphine and bupivacaine; this had no effect. An x-ray of the catheter was performed; there was a potential disconnection of the catheter and pump. A revision surgery was performed, but at the end no leakage was visible and there was good cerebrospinal fluid (csf) backflow. The programmable rate of the pump was changed to flex mode instead of ¿continuous flow programming of ¿power peaks;¿¿ this had no effect. A new mixture with more bupivacaine was added; this had no effect. During a refill the aspirated volume was exactly what the n¿vision was expecting; there was no volume discrepancy. A CT scan of the catheter was performed; the tip was exactly at the implanted level. There were no anomalies visible, and no visible granulomas. The next step would be a sideport catheter test with ¿lopamiro.¿ the issue was not resolved. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient status was alive ¿ no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the side port test was performed and it was not possible to aspirate the catheter. The injection of lopamiro was not possible due to the risk of overdose with medication in the catheter. A revision was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.